Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event was attributed to an unknown cause. The investigation is continuing to determine root cause and corrective action if applicable.

Event description:
The packaging for the monomer ampoules was damaged. This event did not occur during a surgical procedure; therefore, there was no adverse consequence for any patient.